Event description:
Philips received a complaint on the m3535a (heartstart mrx monitor/defib) indicating that the device's pacer and defibrillator tests failed. There was no patient involvement. Available details indicate that the philips fse provided remote support, finding there was no issue with the defibrillator and the device is working fine. The customer's complaint was not confirmed and no fault was found with the device. The mrx will remain at the customer site.